Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This case was reported by lawyers following receipt of compensation claim from the patient's representative legal counsel. Patient's 1st hip revision (performed on (B)(6) 2005) has been logged under case reference (B)(4). Procedure: 2nd hip revision surgery performed on (B)(6) 2011. Findings: femoral head worn, extensive metal debris and metallic fluid. Posterior approach. Extensive soft tissue debridement. All components removed with relative ease. Minimal bone loss. (B)(6).

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was summarised that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.